Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. (B)(4). Philip's field service engineer (fse) evaluated the device and the ventilator was rebooted. The fse recommended the battery be replaced. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator's battery failed. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
The fse performed a more thorough onsite inspection of the battery. The battery was inspected for damage and the fse attempted to charge the battery. The charging voltage was 17.2 v, the battery voltage was 3.1 v. The battery was replaced and the issue was resolved. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.